Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ needle-free connector was blocked. The following information was provided by the initial reporter: on (B)(6) 2023, the patient was treated and it was found that the needle - free closed infusion joint of the septum was blocked received an update from the sales representative, and the description of the incident was updated as follows: communicated with relevant hospitals. When the nurses in the second chemotherapy department of the hospital were performing PICC maintenance, they opened the package and found that the separation membrane of the q-syte could not be connected to the flush for exhaust. Then the q-syte was replaced and maintained without any impact. However, the broken connector has been discarded and sample return is not possible. The head nurse has been notified to keep the samples if there is any problem, and the nurses in the department have been trained on the correct use of infusion connectors.